Event description:
The customer reported the system will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint number.